Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The filter was returned and met all the required specs. The complaint investigation is inconclusive for the reported event as crossed limbs were not observed on the returned filter and no images of the procedure were provided. Based on the available info, the definitive root cause is unknown. It is unknown if pt and/or procedural factors contributed to the event.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs did not full expand. The filter was captured and retrieved for a new vena cava filter that was prepped and deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.